Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Oversensing due to myopotentials was noted on the device. Reprogramming of the device was recommended to resolve the issue and the patient was stable.